Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water flowed into the drainage lumen of the foley catheter during pretest.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjw2600. Visual inspection noted no obvious observations. During testing, the catheter balloon inflated using returned syringe with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water). The concentricity of catheter balloon is noted 100:0. The balloon had deflated 10ml of methylene blue solution within 1 minute and 21 seconds, and it was confirmed that water had not flowed into the drainage lumen of the foley catheter. Again, the catheter balloon inflated using in house syringe with 10ml methylene blue solution, the balloon deflated within 1 minute and 41 seconds. Also, it was confirmed that water had not flowed into the drainage lumen of the foley catheter. This is within specification per inspection procedure ip7603444, revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water flowed into the drainage lumen of the foley catheter during pretest. Per notification from ucc on 08dec2025, it was reported that the asymmetrical balloon was found during sample evaluation on 15oct2025.